Event description:
Had a miscarriage on (B)(6) 2014. Date the person first started taking or using the product: (B)(6) 2014. Date the person stopped taking or using the product: (B)(6) 2014. Why was the person using the product: to maintain a healthy normal pregnancy for 9 months to have a healthy baby. Lab referrals, blood pressure. Could this birth defect have been prevented with doctors care. Any suggestions.